Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, and a thorough review could not be conducted as no lot number was provided. Without the threaded locking cap to evaluate, and exact cause of the reported issue cannot be determined. If the implant is returned, an evaluation will be performed and a supplemental report will be filed. Info has been requested, if provided we will file a supplemental report.

Event description:
It was reported to globus that a pt had a tlif with creo pedicle screws and rods in (B)(6) 2015. Images taken in (B)(6) 2016 appear to show one of the locking caps is no longer in the correct position and may have loosened or dislodged. There has been no revision surgery scheduled.